Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy/ectopic pregnancy') in an adult female patient who had essure (batch no. 627310) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: post successful tubal occlusion with bilateral essure tubal occluders present. Lot number: 627310 manufacture date: 2008-05 expiration date: 2010-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy/ectopic pregnancy') in an adult female patient who had essure (batch no. 627310) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: post successful tubal occlusion with bilateral essure tubal occluders present. Lot number: 627310. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received: case category upgraded to serious incident. Previously reported event 'pregnancy' was updated to 'ectopic pregnancy'. Removal date, action taken with drug, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.